Event description:
The customer stated that her meter was reading low. It was discovered that the meter was set in mmo1/l. The customer had been interpreting her results without the decimal and medicating based on those results. She did not allege any adverse event. The customer was able to reset the meter to mg/dl with assistance. Further troubleshooting of the meter was impossible as the customer did not have a check strip or control solution. The meter is to be returned for evaluation, and a replacement meter will be sent.